Manufacturer narrative:
(B)(4). The customer returned one loose clip from unit 544250 hemolok xl clips 6/cart 84/box for investigation. The cartridge was not returned. The clip was visually examined with and without magnification. Visual examination revealed that the clip was broken near the hinge. The observed damage is consistent with improper loading of the clips or with using damaged appliers. The appliers were not returned. The returned sample appears used as there is biological material present on the clip. Reference (B)(4) for investigation photos. The IFU for this product, l06110, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." A corrective action is not required at this time as the damage observed on the clip indicates that operational context caused or contributed to this event. The reported complaint of "cracked" was confirmed based upon the sample received. One loose clip was returned and it was broken near the hinge. The clip cartridge was not returned. The observed damage to the clip is consistent with improper loading of the clip or using a damaged applier. It is unknown how the returned clip was handled during use and the appliers used at the time of malfunction were not returned for investigation. Therefore, based upon the damage observed, operational context caused or contributed to this event.

Event description:
It was reported that the living hinge of the clip was found cracked by after uploading the applier which did not cause harm to the patient.

Manufacturer narrative:
(B)(4). The device history review for hemolok xl clips 6/cart 84/box lot# 73g1700545 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the living hinge of the clip was found cracked by after uploading the applier which did not cause harm to the patient.